Event description:
It was reported that a male patient, who had a right rtsa, underwent a revision procedure. The locking screw came out of the sphere. The sphere, tray, poly, and locking screw were revised with new implants. There were no device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return due to hospital policies. No further information thi is 1 of 3 reports for this event. This is 1 of 2 events for this patient.

Manufacturer narrative:
D10: 320-20-00 - eq reverse torque defining screw kit: (B)(6). 322-46-13 - 145-deg pe 46mm const hum liner +2.5: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.